Event description:
It was reported that a patient was implanted with synthes matrix spine hardware approximately one year ago for a total sacrectomy due to osteosarcoma. The patient was instrumented l3-pelvis. There were four locking caps and four pelvic screws that became dislodged or loose at some point, and non-union was discovered, leading to reoperation on (B)(6) 2014. The synthes matrix construct was removed. All removed hardware (except one screw and one locking cap) was requested by the patient. It is unknown if all the locking caps and screws had the same part and lot numbers. The matrix construct was replaced by a non-synthes construct. There were issues with the new construct that added an hour to the procedure; the whole revision procedure took five hours. The non-synthes company is aware of the issues experienced with their product during this case. This report is for an unknown amount of unknown transconnectors. This is report 6 of 6 for (B)(4).

Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for an unknown amount of unknown transconnectors/unknown lot approximately one year ago. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.